Manufacturer narrative:
The insulin pump alarmed unexpected restart error after battery changed and time date was reset to the manufacture default due to broken solder joint of c13 on the interface board. However, the insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected low reservoir alarm or no delivery alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or bad battery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that he was hospitalized on (B)(6) 2017. His health care provider stated that he might been having lows that he was not feeling. Before the paramedics arrived his blood glucose level was 98 mg/dl. His blood glucose level was 102 mg/dl when he arrived to the hospital. He was confused and out of it. It appeared that he was having some sort of attack. The customer was wearing the insulin pump at the time of hospitalization. He was also hospitalized on (B)(6) 2016 but it was not related to the insulin pump. In the alarm history there were no delivery, low reservoir, and bad battery alarms. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.